Event description:
It was reported, the subject device had a faulty image signal. The issue occurred, during an unspecified therapeutic procedure. No patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost. Based on the results of the investigation, a root cause could not be identified for the faulty image signal event. Additionally, it is likely that water tightness was lost due to poor sealing of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.